Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The embolization coil had offset coil winds on its proximal end and was intact with the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not seated properly within the hub of its parent catheter prior to advancement, resistance may be experienced. If the device is forcefully advanced against this resistance, offset coil winds may result. During functional testing, the returned smart coil was able to be advanced through a demonstration microcatheter with minor resistance. The offset coil winds likely contributed to the inability to deliver the coil during the procedure and the resistance experienced during functional testing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a cerebral aneurysm using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil out of the tip of its introducer sheath. Therefore, the smart coil was removed, and the procedure was completed using a new smart coil and another coil. There was no report of an adverse effect to the patient.